Manufacturer narrative:
This report is submitted on november 21, 2022.

Event description:
Per the clinic, the patient experienced intermittencies with the device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on january 12, 2023.

Manufacturer narrative:
Correction:the previous follow up report was submitted incorrectly. Additional. Information: it was reported that the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another cochlear device at the time of this report. This report is submitted on july 06, 2023.